Event description:
It was reported that the patient was in atrial fibrillation (af) and the device was not reporting it in the remote transmission. It was also noted that the mode switch (ms) event was not logged, however the device mode switched appropriately. The device was reprogrammed to resolve the under-reporting and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a diagnostics problem relating to under-reporting of atrial tachycardia/atrial fibrillations (at/af).